Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that insyte autoguard needle did not retract. According to the customer report, after puncture, the needle did not retract even when the button was pressed after use.